Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "'system error 322' alarms", determined to be caused by loose upper latch switch bracket screws. The loose screws allow the upper latch switch to move in and out from the upper boor latch, triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The upper auxiliary assembly, which contains the loose screws, was replaced. System error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported that there was no pt incident.